Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was unable to power up. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of the battery charger/modem sn (B)(4) has been completed. As received, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any problems.